Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited pacing impedances ranging from 900 to greater than 2000 ohms. The pacing threshold has also increased. Technical services (ts) advised to consider lead dislodgement or possible loose set screw. Additional information was provided that the lead was tested and results were noted to be fine. The lv pacing was reconfigured and there were no symptoms or adverse events associated with this.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.